Event description:
It was reported that "doctor was tightening first axsos locking screw on plate and torque limiter was not popping. Torque limiter came apart in two pieces in scrub tech's hand. Pieces were placed to the side and not used again. Doctor used a regular screwdriver and was not able to torque the rest of screws."

Manufacturer narrative:
Na